Manufacturer narrative:
Sections a and d: missing patient information has been requested. Device serial number is documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as the date of publication (01jan2025) since the date of data collection was not provided. Author information: kawano, m., komeyama, s., hada, t., mochizuki, h., tadokoro, n., kainuma, s., watanabe, t., fukushima, s., & tsukamoto, y. (2024). Detection of gram-ghost bacilli and additional ziehl¿neelsen stain for the early diagnosis of driveline infection: a case report. Transplantation proceedings. Https://doi.org/10.1016/j.transproceed.2024.10.035. Department of transplant medicine, national cerebral and cardiovascular center, osaka, japan, department of cardiac surgery, national cerebral and cardiovascular center, osaka, japan. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the research article ¿detection of gram-ghost bacilli and additional ziehl¿neelsen stain for the early diagnosis of driveline infection: a case report¿ that heartmate 3 may be associated with deep bacterial driveline infection (dli). This case study presented a 51-year-old man with advanced heart failure due to dilated hypertrophic cardiomyopathy who was admitted for annual follow-up catheterization 3 years after implant. The patient had a noted medical history of two prior driveline infections, before 10 and 20 months, without identified cultures. The patient presented on admission with slight ache and erythema around the driveline exit site (dles). A blood test showed elevated white blood cell count of 8,150 microliters and slightly elevated c-reactive protein (crp) of 0.73 mg/dl. The patient was diagnosed was a superficial dli and amoxicillin 1,500 mg/day was administered with daily irrigation of the dles. However, crp levels rose to 2.7 mg/dl on day 7, the wound site condition did not improve, and purulent discharge increased. A gallium scintigraphy was performed that diagnosed a deep dli. Debridement and omental flap transposition with dles translocation was performed on day 10. Gram stain of the discharge showed unstained bacilli (gram-neutral and gram-ghost) and leukocyte phagocytosis, ziehl-neelsen stain was positive, and polymerase chain reaction for m. Tuberculosis was negative, suggesting a nontuberculosis mycobacteria (ntm) infection. Antibiotics were switched on day 11 to oral azithromycin 500 mg/day, oral levofloxacin 500 mg/day, and intravenous amikacin 1200 mg/day. Meropenem was switched to intravenous imipenem 0.5 g 4 times/day on day 18. After surgical intervention and a change in antibiotics, the wound site healed daily with a reduction in crp and was closed after confirming no inflammatory signs on day 34. However, bacterial cultures were positive on day 40, and ntm was identified as m. Chelonae. The ntm was sensitive to azithromycin and doxycycline as confirmed by susceptibility testing; antimicrobial therapy was switched from intravenous to oral clarithromycin 500 mg/day and doxycycline 200 mg/day on day 80. The patient was discharged on day 93 after confirmation of no recurrence of infection. Antibiotics for ntms were discontinued 6 months after discharge. One year after discharge, there was no dli recurrence during outpatient follow-up.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.